Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Technical support advised the customer to try to obtain br qc target ranges for tosoh and the other brand. Prog-2 is not a standardized test. The most probable cause of the reported event was analyser methodology.

Event description:
On (B)(6) 2017, the customer reported discrepant patient results with their aia-360 analyzer. The customer reported discrepancy between tosoh aia for progesterone test and another brand. One of their fertility clinics compared results with another lab and found some discrepancies. Quality controls (qc) were good and instrument was calibrated recently.